Event description:
The following description of the event was copied from the user facility medwatch report received from the FDA via cardinal health, professional services on 2/18/08. "Event desc: oscillator stopped while in use. Respiratory therapist and rns bagged pt and attempted to troubleshoot equipment w/o success. Device removed from use. Biomed dept tested w/ initial circuit setup; tech unable to get airway pressure with provided setup. Replaced pt circuit w/ new circuit. Unit ran 12 hrs over course of 2 days w/o problem, holding correct airway pressure. 2000 hr pm and calibration done as precaution and device returned to service." "Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No." "What was the original intended proceure? Mechanical ventilation."

Manufacturer narrative:
The user facility reported that their biomed dept. Tested the device with the original pt circuit setup and could not get the device to pressurize. The biomed replaced the pt circuit with a new one and the device then would pressurize. The device was run for 12 hours over the course of two days with out any problems. The most likely root cause of the reported event was a leak in the pt circuit. Cardinal health sent a letter to the user facility seeking additional info concerning the eval and repair of the device by their biomed dept. As of the date of this report there has been no response from the user facility.